Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found that the right ventricular (rv) lead exhibited high defibrillation impedance that exceeded the upper limit. Further diagnostic testing in clinic found that the measurement was within the normal range. No interventions were made, and the lead will be monitored. No patient symptoms were reported.